Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that two weeks after implant she had to have it removed due to a (B)(6) infection at the implantable neurostimulator (ins). The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.